Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. It was also received with cracked case at the lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 371 mg/dl; treated with manual injection. The customer removed and reinserted the battery but was unable to clear the alarm. The customer stated that she was at the beach but she removed the device, wrapped it in a towel and left it in a dry area. The device was returned for analysis.